Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high voltage cable was regreased. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.